Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 528mg/dl; treated with insulin pump and manual shot. Customer's current blood glucose was 503mg/dl. The customer stated the insulin in the reservoir is fine. The customer stated the cannula was not bent. The insulin pump passed the high pressure test. It was explained to customer the pump was working properly, advised to change everything out and monitor.